Event description:
Evaluation equipment. Motor leaked oil into the surgical site during anterior cervical procedure. The site was flushed with antibiotics. The patient had no adverse symptoms. The motor was cleaned and autoclaved following this procedure and used subsequently with no problems experienced.